Manufacturer narrative:
Device evaluation: no iol was received as part of this return. Provided photos were evaluated and found that the alleged suspect iol had a piece of lens missing from the optic. No further issues were identified. Complaint issue lens damaged was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. The complaint issue reported could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/not provided, as information was asked but it was not provided. Section d-6a date implanted: not applicable, as the device was removed and replaced during the same procedure. Section d-6b date explanted: not applicable, as the device was removed and replaced during the same procedure. Section e-1 telephone number: (B)(6). Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - medical device problem code - 3191: no code available (dissatisfaction - quality/design). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the capsular bag, the doctor noticed that the iol was missing part of the optical zone. The doctor had to explant the iol and implanted lens model ar40e as a replacement due to not having the same lens available. The doctor is dissatisfied for not being able to deliver the promised visual result to the patient. Therefore, the degree of astigmatism was not corrected as planned. There was no incision enlargement, no suture(s), and no vitrectomy; however, medical intervention may have been required. No further information was provided.